Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) exhibited deterioration of the outer silicone layer, resulting in the dracon mesh to adhere to corporal tissue and the device to experience fluid loss. In addition, auto inflation issues were stated by the patient. A surgical procedure was performed to remove and replace all the components. There were no further patient complications reported.